Event description:
It was reported during an atrial fibrillation ablation procedure using the cool path catheter, the irrigation port broke from the handle and caused leaking of irrigation fluid. There were no consequences to the pt.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted.